Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6) h3:yes h6:FDA method code(s):b15, b17 h6:FDA result code(s): c020701 h6:FDA conclusion code(s): d02 serial# (B)(6) h3:yes h6:FDA method code(s):b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 h6:FDA img code: g0403401 serial# (B)(6) h3:yes h6:FDA method code(s):b15, b17 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 product event summary: the controller ((B)(6)) and three (3) batteries ((B)(6)) were not returned for evaluation. Log file anal ysis revealed that the controller in use during the reported event, (B)(6) , contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the controller log files revealed a power disconnect alarm involving (B)(6) logged on (B)(6) 2022 at 09:28:14. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. Review of the data log file revealed an instance involving (B)(6) where the battery's relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Log file analysis also revealed four (4) controller power up events logged on (B)(6) 2022 at 09:24:51 and (B)(6) 2022 at 09:24:56, 06:31:57, and 06:32:08. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the first power up event was not available. The data point prior to the losses of power on (B)(6) 2022 revealed that (B)(6) was connected to power port one (1) with 67% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the losses of power on (B)(6) 202 revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the losses of power on (B)(6) 2022. The controller was without power for 21 seconds on (B)(6) 2022 and for a total of 39 seconds on (B)(6) 2022. As a result, the reported events were confirmed. (B)(6) , (B)(6) were lubricated prior to release. There is no evidence that the lubrication servicing had been performed on (B)(6) . Based on the available information, a possible root cause of the power disconnect alarms can be attributed, but not limited, to a battery malfunction and a communication error. Possible root causes of the communication error can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or a momentary disconnection on the communication pins of the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources, and/or to a faulty battery connected as the only power source. CAPA (B)(4) is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited communication errors associated with power disconnect alarms. The patient was connected to the battery and was in the process of disconnecting from another one, and subsequently, the ventricular assist device (vad) had stopped. It was stated that the vad stopped while the controller was connected to two batteries that were fully charged. A loss of power to the controller was noted on log file review. The patient had to reconnect another power source for the vad to resume running. The batteries were removed from service and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: unk / serial or lot#: (B)(4), UDI #: (B)(4). Labeled for single use: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: unk. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 07-jan-2021, serial or lot#: (B)(4), UDI #: (B)(4). Labeled for single use: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jan-2022, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 07-jan-2021, serial or lot#: (B)(4), UDI #: (B)(4). Labeled for single use: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun,mfg date: 31-jan-2022, (B)(4). . If information is provided in the future, a supplemental report will be issued.